Event description:
It was reported the generator shut itself off and needed re-booting in the middle of 2 cases.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition, with may scratches on the upper case. On dc support bracket as broken, and a screw was missing. Impedance imbalance read 800/683. The unit functioned normally when energy was delivered into fixed resistors. A ucb software error was confirmed. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.